Event description:
It was reported to boston scientific corporation that polyflex esophageal stent was used during an esophageal stenting procedure on a (B)(6) male patient. According to the complainant, during preparation of the device outside the patient, the proximal flare of the stent kinking/enfolding when loading the stent into the loading basket. The physician placed the stent even though it was kinked. A dilation balloon and rat tooth forceps were used to successfully remove the kink. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).